Manufacturer narrative:
(B)(4).

Event description:
Procedure: open hepatectomy. According to the reporter: the surgeon placed the vascular ta on the vessel at the bifurcation, closed it, fired it and the instrument did not reopen. The surgeon had some space at the bifurcation and applied another vascular ta (010315) and cut in between the two tas. There are a few mm of tissue loss because of the second application. The second one reopened without any problem. There was no tissue damage or bleeding. No extension to surgical time was required. No reinforcement material was used. Patient current status was reported as okay. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4).